Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred one day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported that her cgm was not reading correctly, and she was unable to bring her bg level down. The patient was wearing a tandem insulin pump. The patient went to urgent care and from there went to the emergency room (ER). The patient cannot recall the specific cgm/bg comparison values, but her bg meter readings were higher than what the cgm device was displaying. The patient further stated that the highest reading her cgm showed was around 320 mg/dl. The patient was experiencing nausea. The patient was treated with insulin and an IV saline drip. The patient¿s dexcom and tandem tslim insulin pump were removed while in the ER. The patient was discharged home after 6 days. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.